Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via stored electrograms. The noise was reproduced with arm movement and appeared to be myopotential oversensing. Reprogramming was recommended and patient to be monitored.